Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified when the battery was connected to the device and powered "on', the device shutdown without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the depressed battery pins on the rear case. The rear case/ul label required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device shutdown without user input when the battery was connected to the device and powered "on' when the event occurred. No additional information is available.